Event description:
Supply cabinet doors on medselect flex automated medication dispensing machines periodically do not open. We have two cabinets that currently have supply cabinet doors that when locked, do not open when a medication in this location and should open for removal. Original tickets submitted 5/19/23 and 5/21/23. Today our third party vendor came to fix the cabinet doors. The outcome was the door ended up getting completely stuck and even the key would not open the door. Technical support at arxium was called and we were unable to get the support needed to get the door re-opened. Due to the location of the medselect flex - this was in our medication room in our ICU and that no medications were controlled, our facilities department pried open and broke the lock so that medications can be removed from the cabinet in the event of an emergency - arxium agreed this was the only option to get the door open. We are awaiting parts for a new door and lock. Our ed location cabinet still does not open if the door gets shut. It must be opened with a key. This is a major issue as these supply cabinets are part of medselect flex cabinets in our ed and icus because they contain pre-made vasoactive drips and other emergency medications and we must have the doors open when a medication is selected. Reference report #mw5117883.